Event description:
Discordant low myoglobin (rmy) results were obtained with different samples from one (1) patient sample on an immulite 2500 analyzer. Patient care was not altered or prescribed due to the discordant myoglobin results. There was no known report of adverse health consequences due to the discordant myoglobin results.

Manufacturer narrative:
A siemens healthcare diagnostics tse (technical service engineer) evaluated the instrument data. After evaluation of instrument data, the tse concluded that the cause of the discordant myoglobin results are unknown. The instrument is performing according to specifications. No further evaluation of the system is required.